Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the boxes confirmed there was debris within the sealed pouches. One box contains a white unknown object that was trapped in one of the seal lines. The other box contains a hair-like object that moves freely within the sealed pouch. The reported event is confirmed. Ftir spectrum analysis of both units concluded that one package contained debris made of biological material and appeared to be hair. The second package contained debris made of cellulose material. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). (B)(6).

Event description:
It was reported that during incoming inspection there was debris found inside the sterile packaging. This event did not occur during surgery and had no patient involvement.